Manufacturer narrative:
It was noted that the device and additional information is not available for evaluation due to hospital policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. Not available.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation.